Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cs300 intra-aortic balloon pump (iabp) had blood going into the safety disk. There was no patient harm or injury reported.